Manufacturer narrative:
Terumo did not receive the actual device, however, the complaint was confirmed through clinical review. We have been informed that the device is in transit to us and we will submit a follow-up report once it is received and evaluated. This complaint will be included in associates awareness training. The device history did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up. (B)(4).

Event description:
Our end user has reported that at the "end of case starting to break down and discovered a couple drops of blood on the arterial filter holder." Clinical discussion: there was approximately 1-2 cc of blood loss due to a leak found at the inlet of the af02. The product was not changed out. This incident did not have any impact on the patient.